Manufacturer narrative:
Correction: the date of event has been confirmed by the customer. The following information has been updated: date of event: (B)(6) 2019

Event description:
It was reported that the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg tube formed bubbles on the plasma surface after centrifugation. Tests were redone as a result of the malfunction, but no erroneous results were reported, nor were incorrect results "with impacts to the patient'. As reported by the customer, "customer informs that the exams collected in the fluoride tube need to be repeated and all have bubbles. Ms. Tatine reported that after the centrifugation, bubbles form on the surface of the plasma. Due to what happened they are repeating the tests done. There was no release of erroneous results. (Phone contact on (B)(6) 2019 at 12:35 pm) information received by email on (B)(6) 2019: there was no wrong results with impacts to the patient due to the product defect. Anvisa was not notified (p. Siegel (B)(6) 2019.

Manufacturer narrative:
The following field was updated due to corrected information: b.5. Describe event or problem: it was reported that the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg tube formed bubbles on the plasma surface after centrifugation. Tests were redone as a result of the malfunction, but no erroneous results were reported, nor were incorrect results "with impacts to the patient'. As reported by the customer, "customer informs that the exams collected in the fluoride tube need to be repeated and all have bubbles. Reported that after the centrifugation, bubbles form on the surface of the plasma. Due to what happened they are repeating the tests done. There was no release of erroneous results. (Phone contact on (B)(6) 2019 at 12:35 pm) information received by email on 3/1/2019: there was no wrong results with impacts to the patient due to the product defect. Anvisa was not notified h.6. Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and found to contain sufficient additive. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg tube formed bubbles on the plasma surface after centrifugation. Tests were redone as a result of the malfunction, but no erroneous results were reported, nor were incorrect results "with impacts to the patient'. As reported by the customer, "customer informs that the exams collected in the fluoride tube need to be repeated and all have bubbles. Reported that after the centrifugation, bubbles form on the surface of the plasma. Due to what happened they are repeating the tests done. There was no release of erroneous results. (Phone contact on (B)(6) 2019 at 12:35 pm) information received by email on 3/1/2019: there was no wrong results with impacts to the patient due to the product defect. Anvisa was not notified

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg tube formed bubbles on the plasma surface after centrifugation. Tests were redone as a result of the malfunction, but no erroneous results were reported, nor were incorrect results "with impacts to the patient'. As reported by the customer, "customer informs that the exams collected in the fluoride tube need to be repeated and all have bubbles. Ms. (B)(6) reported that after the centrifugation, bubbles form on the surface of the plasma. Due to what happened they are repeating the tests done. There was no release of erroneous results. (Phone contact on 27.feb.19 at 12:35 pm). Information received by email on 3/1/2019: there was no wrong results with impacts to the patient due to the product defect. Anvisa was not notified ((B)(6) 11mar2019)".